Event description:
It was reported that the patient had fallen a couple of times due to suspected syncope. The remote transmission noted a warning for low impedance on the right atrial (ra) lead. The lead remains in use. It was also reported there were indecipherable dual electrograms found on the pacemaker transmission. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator, (B)(6) 2008; 5076-58 implantable pacing lead, (B)(6) 2002. (B)(4).